Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while performing the 360 joules testing, the device was delivering abnormal energy. Upon evaluation of the customer's device, physio observed that while performing the 360 joules testing, the device would deliver between 250 - 400 joules. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.